Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented with redness and swelling around the site of the implantable cardioverter defibrillator (ICD) due to an allergic reaction. The ICD was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.